Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced high blood glucose and diabetic ketoacidosis. She reported being dizzy, nauseated, and vomiting when she woke up. She reported that she was not alerted by the dexcom cgm. However, the patient also subsequently reported that the receiver was making audible alerts.she reported that she taken to the hospital by paramedics and given an IV and oxygen.at the time of the call to dexcom technical support, the patient reported being in okay condition.